Event description:
Radiofrequency ablation procedure performed using rfa machine. When grounding pad removed 1 cm burn was identified on the patient. Grounding pad and rfa machine information provided.